Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Updated contact information can be found in g1.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger. The complainant reported that they connected the secondary line to the primary line to start the back priming process and immediately noticed leakage at the blue connector's connection point. The chemotherapy administration was delayed because the original medication bag needed to be sent back to the pharmacy and new chemotherapy needed to be mixed/prepared. The drug did not come into contact with the patient or healthcare provider. The chemo spill cleaned up per facility protocol and a spill kit was used per alberta health services (ahs) procedure. There was no hole, cut, tear or any defect noted on the device. There was no report of human harm.